Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ferritin assay on a cobas e 801 analytical unit. Initial result: 106 ng/ml. The physician questioned the initial result as it was high, and the sample was repeated on a different analyzer. On (B)(6) 2025: repeat result: 53.9 ng/ml. The repeat result was deemed to be correct.

Manufacturer narrative:
The ferritin reagent lot number was 839249. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the cause was due to a turbid procell syringe assembly. He cleaned the sipper flow path, decontaminated the flow path, and cleaned the syringe assembly. The fse then did an assay performance check, and the results were within specifications. The customer performed qc with successful results. The investigation determined that the service actions resolved the issue. No further issues were reported after the service visit.